Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 520 mg/dl back to back with a result of 131 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated that at a separate time, the customer obtained an additional comparison of hi (greater than 600 mg/dl) back to back with a result of 185 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.